Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was in disconnected mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was no longer in disconnected mode. A technical support specialist (tss) verified the station and server and confirmed that the system was communicating. The tss then checked the data synchronization log and identified a communication error and that was resolved by itself. No further issue was observed, so tss closed the case. The system functioned as intended after the technical support specialist investigated the device.